Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer not adjusting the time for daylight savings. Customer corrected pump time and resumed insulin therapy. Customer's blood glucose was 294 mg/dl.